Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 442mg/dl while wearing the pod. It was stated that they are new to the product and did not know how to work manual mode. According to the patient they were experiencing blurred vision. The patient was treated with injections and IV (intravenous) fluids. The patient was released the same day. The pod was worn when seeking medical attention.